Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
On (B)(6) 2010 the patient had a fracture of the left humerus for which a steel plate was implanted. The patient appear to be nonunion. On (B)(6) 2013, it was found that the plate had fractured. Plate was removed.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
On (B)(6) 2010 the patient had a fracture of the left humerus for which a steel plate was implanted. The patient appear to be nonunion. On (B)(6) 2013 it was found that the plate had fractured. Plate was removed.